Event description:
It was reported that the pump¿s screen intermittently flashed on and off, making the display difficult to read while the device continued to function and show blood glucose values, and the affected component was the touchscreen. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed ambient light issues affecting readability consistent with a display difficult to read on the touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.